Event description:
It was reported that a 26mm ampltzer septal occluder was selected for an implant on (B)(6) 2022 using a 9f amplatzer torqvue delivery system. During implant procedure, the device was prolapsing and presented in a cobra shape deformation. Four attempts were made to implant the device from the right upper pulmonary vein (rupv) and left upper pulmonary vein (lupv) but were unsuccessful, the device kept prolapsing in the right atrium (ra). The procedure was aborted. The occluder was never released from the delivery cable and was withdrawn back into the delivery system and removed. There were no kinks or angulations noted in the delivery system there were no interaction with any cardiac structure during deployment. The patient remain hemodynamically sable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional and dimensional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
N/a